Event description:
It was reported that inflatable penile prosthesis (ipp) pump would not properly refill. The pump and cylinders were removed and replaced. No adverse patient effects. Additional information was received. Pump would dimple and then not refill fully. Patient was unable to fully inflate device.